Event description:
It was reported that while opening implants the circulator noticed some discoloration on the inner sterile packaging of the implant. The implant was never put onto the sterile field and a replacement was readily available. The case was not affected by this incident.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusion: visual inspection of the returned indicated there was what appeared to be a yellow stain on the inner tyvek lid. This is from the foam sticking to the lid. The inner lid remained completely sealed. As, such, the sterility of the device was not compromised. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported that while opening implants the circulator noticed some discoloration on the inner sterile packaging of the implant. The implant was never put onto the sterile field and a replacement was readily available. The case was not affected by this incident.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.